Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure on an unknown date. A rectal wall infiltration was identified, and it was reported that the patient was not asymptomatic, however, there was no description of the symptoms provided. It was indicated that the physician waited 3 months to treat the patient.

Manufacturer narrative:
Block b3: the provided event date, 06/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 06/08/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.